Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00270 thru 3012447612-2018-00272. - see: [mw5074315.pdf]

Event description:
It was reported that a revision surgery was performed approximately nine months post-op to address pain, a broken spacer, and two loose rods. The rods were tightened utilizing additional screws during the revision. This is report one of three for this event.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not reveal any manufacturing related issues which would have contributed to this event.